Manufacturer narrative:
The initial report was missing information regarding the sensor glucose and blood glucose values, and also missing information about the insulin pump going into threshold suspend. The information has been provided with this report in section.

Event description:
The insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The sensor glucose reading was 59 mg/dl compared with the blood glucose reading of 154 mg/dl.

Event description:
Customer reported via phone call that they received a sensor and blood glucose reading were off. The blood glucose reading was 39 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.